Event description:
Caller reported an event where a patient had experienced the metal valve of their pump turning on during a magnetic resonance imaging (MRI), resulting in the patient being admitted to the intensive care unit because they had received the full amount of medicine. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).